Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user closed the bottom drawer, but it still said to close on the screen. User tried to recover the drawer but mentioned to close the drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was closed, but the screen exhibited a message to close the drawer. A field service engineer (fse) identified that the matrix drawer was failed and removed the medication jam that blocking the drawer sensor to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.